Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 46 mg/dl at the time of the incident. Does not give further information on low blood glucose levels. The customer states the insulin pump was exposed to moisture when showering since was on an arm strap while showering. The customer states pump has blank display and alarms by vibrating without any visible alarm. Customer states constant tone is occurring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. No audio/beep or vibrate noted. Unable to perform operating current test unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label, stained end cap sticker and scratched keypad overlay.